Event description:
The customer reported the system will not take exposures. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board. System operates as intended. This MDR is related to ge healthcare (B) (4).